Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a piece of tissue was noticed by the physician on the catheter. The patient¿s medical history is unknown. It was reported that after completing an afib procedure the physician noticed a piece of tissue on the smart touch catheter. The patient remained stable and there was no intervention. The patient was observed overnight in the ccu. Additional information was received regarding the event. The physician believed it was heart tissue but it was such a small amount, he was not overly concerned. The catheter was in the right anterior vein when the tissue was noticed. The physician believes it was either an anatomy issue or that the vein seized. The patient did not require intervention, but was observed overnight. All labs were with in normal range. Since the patient required prolonged hospitalization this event is reportable as a serious injury.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4). Concomitant medical products: carto 3 system: (model#m-4800-01 serial# (B)(4)); stockert 70 system: (model#m-5463-01 serial# (B)(4)); cool flow pump: (model#unknown serial# (B)(4)); lasso nav variable eco catheter: (model#d-1343-01-s, lot# 15946971l); soundstar catheter: (model#m-5723-05 lot# unknown). (B)(4).